Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, root cause of the reported event could not be specified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The device was returned to olympus for evaluation and the customer's reportable malfunction of error code e315 was confirmed. No image was present when the endoscope was connected and switched on. Error code e315 was displayed on the screen, the plug body was dismantled, the moisture indicator had been triggered. In addition, the following non-reportable findings were found during the device evaluation: worn light cover glasses adhesive; worn optical cover glass adhesive; adhesive lifting off the distal end; suction connector excessive fluid ingress; unable to connect plug body; all angles not to specification; there was play in the up, down, left, right levers; blockage in the air channel; water flow, volume and removal was not to specification and had blockage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a e315 error message while using the endoscope. The issue occurred during the reprocessing of the device. The procedure was completed using the same device. There was no patient harm associated with the event.